Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient called into the clinic remotely to troubleshoot why their transmitter was observed to not be reading their device or pairing. The patient was brought into the clinic where a device firmware upgrade was performed. The patient was asymptomatic throughout.